Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 250cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation and bilateral breast rippling, post-procedure. The deflation and rippling were diagnosed via visual examination. As a result, on (B)(6) 2020, the patient underwent bilateral removal and then bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9486234, sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9478115 sn: (B)(4). This medwatch form is for the right breast prosthesis.